Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun on an alternate instrument and resulted lower. The sample was then rerun on a different dimension rxl max with hm instrument, and also resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluating the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist did discover that the sample tubes were not being centrifuged according to the tube manufacturer's specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being run outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.